Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the outer insulation of the lead was extrinsically breached due to a cut and the inner insulation of the lead became extrinsically distorted due to kinking/buckling. The outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. The analyst commented that, electrical resistance and cross continuity test results were within specifications. Visual inspection found outer insulation breached cut extrinsic and blood ingression. According to the amount of blood, the cut insulation might cause at the implant and it did contribute to the electrical complaint.

Event description:
It was reported that the day after implant, the right ventricular lead had intermittent capture and apparent dislodgement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2013; addr01 implantable pulse generator (B)(6) 2013. (B)(4).

Event description:
It was reported that the day after implant, the right ventricular lead had intermittent capture and apparent dislodgement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.